Event description:
It was reported that the customer had high blood glucose levels of more than 600 mg/dl. The customer treated with manual insulin injections. Troubleshooting was done. It was reported that the customer was undergoing three types of medication. The customer was advised to contact the health care provider to inquire how the current medications affect his high blood glucose levels. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.